Event description:
Minor procedure drape found to have seed in it upon draping the patient for the case. The drape was opened separately directly prior to draping. Drape was removed as well as all contaminated items, pt was re-draped.